Event description:
Dr., facility alleges dialyzer clotted. Pt's dialyzer changed and during treatment pt became unresponsive for a short period of time. Pt given normal saline and responded well. Bp still low, 911 called and pt taken to ER via ambulance. No further complications were reported.